Manufacturer narrative:
(B)(4). D10: unknown - unknown femoral component - unknown. Unknown - unknown articular surface - unknown. Unknown - unknown tibial component - unknown. G2 : foreign country: australia. Attempts have been made to gather all product identification information and no further information has been provided. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial knee surgery on an unknown date. Subsequently, the patient complained of experiencing pain when walking long distances and a fracture of the patella implant was seen on x-ray. The patient was revised and the patella was replaced. Attempts have been made and all available information has been provided.